Event description:
It was reported that this patient presented to the emergency room (ER) due to receiving multiple inappropriate shocks due to right ventricular (rv)oversensing. An x-ray was performed, and they found that the (rv) lead was dislodged into or near the right atrium. Additionally, there was low amplitudes and pacing impedances. It was noted that thresholds were high measuring greater than 5.0mv. Subsequently, this patient underwent a lead revision, and the procedure was completed successfully. At this time, the lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction to field h6 impact codes.

Event description:
It was reported that this patient presented to the emergency room (ER) due to receiving multiple inappropriate shocks due to right ventricular (rv)oversensing. An x-ray was performed, and they found that the (rv) lead was dislodged into or near the right atrium. Additionally, there was low amplitudes and pacing impedances. It was noted that thresholds were high measuring greater than 5.0mv. Subsequently, this patient underwent a lead revision, and the procedure was completed successfully. At this time, the lead remains in service. No additional adverse patient effects were reported.